Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The ear of the distal clevis was cut to inspect potential causes. No damages found at the weld. The distal clevis was found to have thermal damage. As of 4/6/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (pn: 470184-11, batch/lot-sequence: n10170628-0042) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2019 on system sk1073 with 2 remaining lives on the instrument. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. A log review confirmed the instrument had 2 remaining lives, indicating that it was not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to have a melted tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.